Manufacturer narrative:
Block d4, h4: detailed model number and lot number were not provided to bsc. Good faith efforts were completed to obtain this information; however further information has not been received to date. Because the product information is currently unknown, no UDI and other product specific information is available. If additional details become available, a supplemental report will be submitted. Block h6: imdrf code a090208 captures the reportable event of poor quality visualization.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report number 3005099803-2026-01013 for the exalt model d single use duodenoscope. It was reported to boston scientific corporation that an exalt model d exalt model d scope was used with an exalt model d controller for an ercp (endoscopic retrograde cholangiopancreatography) procedure on (B)(6) 2026. During the procedure, the scope malfunctioned causing poor quality visualization. The visual feed repeatedly became blurry and moved in and out of focus, making it difficult to maintain a clear and consistent view. There was no patient complications reported as a result of the event.